Manufacturer narrative:
It was reported there was smoke coming out of the stockert generator. No consequences to anyone were reported. Additional information received indicates the unit was not in use when the issue occurred. The problem was not identified during a surgical procedure and it did not actually catch on fire. Device evaluation details: the device evaluation has been completed. The device was evaluated and blown fuses were found on fuse holder and bus board. Replacement of fuses resolved the issue. The device was also subjected to planned maintenance, safety and functional testing and all tests passed. The device history record (DHR) was reviewed. It was verified that the device was manufactured in accordance with documented specification and procedures. The device has been in the field for a period of time and device failure is not related to manufacturing process. Manufacturer¿s ref: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported there was smoke coming out of the stockert generator. No consequences to anyone were reported. Additional information received indicates the unit was not in use when the issue occurred. The problem was not identified during a surgical procedure and it did not actually catch on fire. An issue related to a fire hazard is considered MDR reportable as a malfunction.